Event description:
It was reported that the gastrointestinal videoscope displayed error e226 when plugged into the olympus tower. The issue occurred during an unspecified procedure, resulting in a 30-minute delay. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, fluid found inside the scope connector likely caused error e226. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.